Event description:
It was reported to boston scientific that a speedband superview super 7 was used in an unknown anatomy site during an echo-endo procedure performed on (B)(6) 2024. During the procedure the device was unable to be used. The procedure was cancelled, and the patient was hospitalized. Note: it is unknown if there was any difficulty experienced upon setting up the device. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Imdrf code a050501 captures the reportable event of band failure to deploy. Imdrf code f1001 captures the reportable event of absence of treatment. Imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization.